Event description:
Emts responded to call for unconscious patient who tested blood glucose as 70mg/dl on suspect device. This was a venous sample which was later sent to lab. After a cat scan on patient (to determine reason for unconsciousness), the lab test was performed on the venous sample and the blood glucose was 30mg/dl. Patient was then administered glucose and later released.